Event description:
There was an allegation of questionable ggt-2 gamma glutamyltransferase ver.2 standardized against ifcc / szasz results for 1 patient sample on a cobas 8000 cobas c 502 module. The initial ggt result on line 1 was 2335 u/l with flag. The auto-repeat result on line 1 was 2313 u/l with flag. The sample was repeated on line 2 and the result was 2329 u/l with flag. The sample was then repeated on line 2 in decreased mode and the result was 2 u/l. The result of 2 u/l was reported outside of the laboratory. The 1:10 dilution was made from the sample and ran on line 1. The 1:10 diluted result was 2465 u/l. The diluted result was deemed correct. The ggt reagent lot number is 674404.

Manufacturer narrative:
Calibration was last performed on 15-apr-2023 on line 2 and 20-apr-2023 on line 1. The qc data provided for line 1 showed both control levels were outside of the acceptable range on the day of the event. Clarification on whether the qc was repeated and acceptable prior to running patient samples was requested but not provided. The qc data provided for line 2 was acceptable on the day of the event. The alarm trace showed one abnormal aspiration on the day of the event. The investigation is ongoing.

Manufacturer narrative:
The field application specialist checked the customer's maintenance, calibration data, and control data, and ran a hardware check. The field service engineer (fse) checked sample probe adjustments, unblocked a rinse tube on the waste vacuum, adjusted the probe wash water levels, and calibrated an assay successfully. Calibration and controls were run for two other assays and these were unsuccessful. The engineer noticed the cell wash solution was empty, but the system displayed there was remaining volume. A new cell wash bottle was loaded and one of the two tests calibrated successfully; the other assay was still outside of range. The engineer replaced valves and adjusted the mixer. The gear pump head was replaced. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.